Event description:
On (B)(6) 2010 pt's wife reported the pt's infusion device won't respond to any button presses. Wife stated all buttons are unresponsive. Had wife press the menu key and nothing changes on screen. Had wife press the check key, up button and the down button. Wife reported nothing changes on the screen. Wife stated the infusion device screen still shows his units of insulin while in run mode. Wife reported she was unable to place the infusion device into stop mode or test any of the buttons. Wife stated they have inserted 2 new batteries prior to the call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.